Event description:
It was reported that there were several probes that failed and required replacement. No patient harm reported. Upon additional communication, it was determined that the probes failed to produce sound or visual feedback during a procedure; and a new unit was used to complete procedure. Dp-sdp001 swartz probe (B)(4).

Manufacturer narrative:
Device location is unknown. Once the investigation has been completed, a follow-up MDR will be submitted.